Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of one endo clip l 10mm pistol grip single use clip applier. The instrument was received partially applied with twelve remaining clips. No visual abnormalities were observed with the instrument. Functionally; the instrument was fired in air but the pusher bar was unable to pick up the clip and advance it into the jaws. Pmv was able to load and fire three clips in air after multiple attempts. The fourth clip would not advance far enough for the pusher bar to pick up. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The product analysis established a relationship between a device failure and the reported incident of partial firing. The root cause of the observed condition was determined to be a result of a manufacturing activity causing an assembly error and a process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic procedure, the device could not be fire completely. They replaced with an another same device to complete the procedure. No patient injury has been noted. The device is expected to be returned for evaluation.